Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an insulin pump error. The customer's blood glucose levels were 247 mg/dl at the time of the incident. Troubleshooting was performed. The pump error reoccurred during troubleshooting. The insulin pump is not returning for analysis.